Event description:
There was no mention of a traumatic foley insert. At the end of the case, it was noticed that there was a small amount of blood coming from patient's penis tip and foley catheter. The md was notified and looked at it. The rn wondered if these new foleys could be more traumatic to the patient upon insert since they have a ribbing around the balloons.